Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, service code 204 (belt/monitor unusable)) has been confirmed. Upon investigation the monitor displayed service code 105 (pulse test relay stuck) when connected to a belt. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board, causing bent pins on the j1001. The cause of the service codes is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case and was receiving service code 204 messages (belt/monitor unusable).